Event description:
Three pts following endoscopy procedures, returned to the hospital with symptoms of bloody diarrhea, pain or vomiting. The olympus scopes used during the procedures were washed with metricide and processed in the aer. The pts have all recovered. A field service engineer went out to the facility and tested the aer. Upon running a cycle, it was noted that the water pressure seemed to be low. The water pressure was 10 psi which is insufficiant for proper rinsing; the pressure should be between 40 and 60 psi. The installation of a booster pump was recommended. It was also noted that one of the ports on the scopes is not being closed during processing which is causing the water path to be changed. A new aer will be brought in for a trial. The newer units will not allow the cycle to complete if there is any problem, including insufficient water pressure. Training for all personnel using the machine will be conducted.